Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that vicryl suture contributed to the wound infection? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference numbers. Please provide product code and lot number of vicryl suture. Please provide: date of procedure, where procedure was performed, patient pre-existing conditions patient current condition.

Event description:
It was reported in a journal article that a patient underwent a laparoscopic sleeve gastrectomy for morbid obesity between (B)(6) 2015 and (B)(6) 2016 and suture was used on the laparoscopic trocar entry sites to over-suture. Following the procedure, the patient was admitted for wound infection that required incision and drainage at the site where the gastric specimen was extracted during the procedure. Additional information has been requested.